Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization procedure, a 4.5mmd 14mml enterprise vascular reconstruction device (product code enc451400, lot number: 9651817) became impeded at the proximal end of an unspecified microcatheter (mc) and could not be advanced further. The stent was retracted and found detached from the delivery wire in the y connector. The y connector and stent were removed, and a new stent was used to complete the procedure without replacing the microcatheter (mc). There was no reported patient injury or adverse consequence. Additional event information received on 25-nov-2025 indicated that they were not able to torque the device. There was no evidence of physical material within the device. The microcatheter used was a prowler select plus 150/5cm (product code: 606s255x, lot number: unknown). The microcatheter did not kink/bent. There was no excessive force used with the devices. The procedure was not prolonged/delayed due to the event. The device was returned to j&j medtech for further evaluation. A non-sterile 4.5mmd 14mml enterprise vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and as described in the event, the stent was detached from the delivery system. Multiple kinks were noted along the proximal coil of the delivery wire. No additional damages were noted. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The delivery wire was subjected to dimensional analysis and those specifications that control the attachment and delivery of the stent were found within specifications. A device history record (DHR) was performed, and no internal actions were identified. Although in order to perform a functional test for the impeded condition reported, the stent must be attached to the delivery wire and inside the introducer, the detachment of the stent in the y-connector suggests that the introducer of the enterprise system was not fully seated in the hub of the concomitant microcatheter, causing the stent to expand in the microcatheter's hub, causing the resistance and resulting in the stent component being unable to advance further, where push/pull force was applied sufficiently to disengage the stent from the delivery wire and resulting in the delivery wire damage. However, with the amount of information available this only remains speculative. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not partially deploy the stent from the introducer. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A healthcare professional reported that during an endovascular embolization procedure, a 4.5mmd 14mml enterprise vascular reconstruction device (product code enc451400, lot number: 9651817) became impeded at the proximal end of an unspecified microcatheter (mc) and could not be advanced further. The stent was retracted and found detached from the delivery wire in the y connector. The y connector and stent were removed, and a new stent was used to complete the procedure without replacing the microcatheter (mc). There was no reported patient injury or adverse consequence. Additional event information received on 25-nov-2025 indicated that they were not able to torque the device. There was no evidence of physical material within the device. The microcatheter used was a prowler select plus 150/5cm (product code: 606s255x, lot number: unknown). The microcatheter did not kink/bent. There was no excessive force used with the devices. The procedure was not prolonged/delayed due to the event.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.